Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, competitive atrial pacing was noted due to inappropriate programming of the pulse generator. No intervention or patient symptoms were reported.